Event description:
Pt presented with a stemi. Iabp placed in cath lab on (B)(6) 2024 with no concerns noted immediately following placement. Chest x-ray on (B)(6) 2024 noted that the iabp was likely double backed on itself and an attempt to reposition the catheter was unsuccessful. The iabp catheter was pulled and the pt remained stable. It is possible that this could be a mode of failure in how it is manufactured as the distal marker is glued onto the shaft of the balloon, rather than clamped. During insertion, the more force that is used, the distal marker may become mobile, leading it to double back.